Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter facility name: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a hair was found on the hub of a bd precisionglide¿ specialty use sterile hypodermic needle prior to use. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
No samples or photos were provided for evaluation therefore failure mode was not verified. The components have been returned and evaluated by regeneron quality analyst: no foreign matter / no hair was observed on the injection needle or inside the injection needle shield. A device history record review was completed with zero defects found regarding foreign matter. The DHR review was performed on assembly batch 6299682. With the exception of the out of spec. Lube solids, all product was within specification. No quality notifications were written for this batch, nor for the associated assembly batches. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of foreign matter with lot #6339772 regarding item (B)(4). Root cause is undetermined. The defect could not be confirmed as reported. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that a hair was found on the hub of a bd precisionglide specialty use sterile hypodermic needle prior to use. There was no report of exposure, injury or medical intervention.